Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while in surgery (cause unknown) the patient's was in diabetic ketoacidosis (dka). The patient was treated at the hospital. There were no further information on the patient's treatment.